Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients right lead was causing irritation and pain along the nerve roots. It was also noted that the patient was also experiencing shocking sensation and inadequate stimulation. No device malfunction suspected. The physician believed the discomfort was not device related. The patient underwent a lead replacement procedure and was doing well postoperatively.